Event description:
It was reported that while in the radiology department, the catheter "unraveled" while the case was in progress. As a result, the md could not insert the basket into the time of the catheter. The md replaced the unit with a new one and the procedure was completed successfully. There was no reported pt death or injury. The case was delayed for the time it took to replace the unit. There were no reported pt complications and the pt outcome is listed as "there was no harmful outcome to the pt." Add'l info received on (B)(4) 2011 stated that "they removed the catheter from the pt by pulling it out. They inserted the catheter into the pt and did the procedure properly. However, the unit stopped suddenly to operate then md found out the line of the catheter unraveled. This md is skillful at ptd device so, he could handle the incident promptly. Line of the catheter unraveled, not the basket."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.